Event description:
Litigation alleges that the patient suffered discomfort and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
In addition to what was previously reported. Litigation alleges injury, debilitation and emotional distress. Added asr sleeve since it was reported that patient was already revised. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain due to failed left hip arthroplasty. X-ray shows aseptic loosening of the cup with superior bone loss. Revision notes reported copious amount of fluid came out from hip joint. All scar was thoroughly debrided around the cup. Trunnion has a small amount of metal wear, fluid and surrounding tissue showed evidence of metallosis. The cup was grossly loose and there was significant bone loss. There were no lab results provided. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.